Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor was broken when the surgeon inserted femoral component. The surgery was completed within a 30 minutes delay and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Examination of the product confirmed it had broken depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) represents surgical delay. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.